Manufacturer narrative:
A field notice was issued on 2012-07-26 regarding charging system heating while recharging which includes model 6721 (or 3701, 3721). The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Device 2 of 2. Reference : 1627487-2018-13119. It was reported that the patient experienced heating while charging. As a result, surgical intervention may be pending.

Manufacturer narrative:
The event of pocket heating while charging was reported to abbott. Patient did not participate in the charger swap. The ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.